Event description:
It was reported the patient was feeling sore at the connection behind the left ear after lead replacement. There was erosion at the extension site. The patient reported a crust fell off and people could see the connector. He was still very satisfied with the dbs treatment in spite of the recent experience. If additional information is received a follow up report will be sent

Manufacturer narrative:
Product ID 7482-51, serial# unknown, implanted: 2012-(B)(6), product typ extension. (B)(4)